Manufacturer narrative:
This report was impacted by emdr scheduled maintenance occurring (B)(6) 2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "saline implant rupture". This record is for the left side. Device remains implanted.